Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had shut down improperly during norepinephrine infusion therapy at 0.04 mcg/kg/ min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.